Event description:
A paramedic called for assistance with his facility's contour meters. He alleged a pt's glucose was tested using both meters and readings of 164 and 60 mg/dl were received. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for eval. Replacement test strips and new meters were sent to the customer.